Manufacturer narrative:
Reporting institution phone:(B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a misalignment with the touchscreen. The touchscreen was calibrated, however the issue continued. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.